Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The customer troubleshot with technical support and found leak test fitting was not fully engaged/sealed at the exhalation port. The customer secured/sealed the leak test fitting into the port on the underside and was able to successfully complete the system leak test.

Event description:
The customer reported that the ventilator was failing system leak test. There was no patient involvement.